Event description:
It was reported that the patient has been experiencing a thumping feeling in the left pectoral area for several days. The automatic capture test was unable to run and ventricular lead shows high thresholds and undersensing. Lead and device were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.